Event description:
It was reported that the lead exhibited noise due to a possible insulation breach. The pulse generator was programmed to vvir mode.

Manufacturer narrative:
No medwatch form was received.